Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for pd. Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, a break in aseptic technique occurred specified as patient made mistake/touch contamination, did not clean the exchange area before starting pd, reused disposables, left the tubing on the floor and reused the same tube, and pulled catheter off of the transfer set. On (B)(6) 2012, the patient experienced peritonitis due to break in aseptic technique and was hospitalized on the same day for peritonitis. Treatment was not reported. It was reported the patient was recovering. The nurse reported that the patient had no hands and legs, and the patient was at the mercy of other people doing her pd therapy. On an unknown date in (B)(6) 2012, the patient was discharged from the hospital and was transferred to a long term facility. The patient was not retrained on aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. As this is a report of use error with no allegation or malfunction reported, the device was not requested. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.